Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to trackwise (B)(4) and trackwise (B)(4). It was reported that the vh-4000 kit boxes had structural damage as well as water damage. The box these kits were shipped in appears to have damage as well. These devices were never placed on the shelf. No patient involvement.

Event description:
Photos were provided by hospital in related complaint tw # (B)(4). It was reported that the vh-4000 kit boxes had structural damage as well as water damage. The box these kits were shipped in appears to have damage as well. These devices were never placed on the shelf. No patient involvement.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/27/2024. An investigation was conducted on 03/26/2024. A visual inspection was conducted. The device was returned in a damaged carton. Yellow water damage stains were observed on the surface of the carton. The ends of the box were observed to be opened and showed signs of damage. The inner pouch containing the product was observed to be sealed and showed no signs of damage. Based on the returned condition of the carton, the reported failure "manufacturing, packaging or shipping problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000354605 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
It was reported that the vh-4000 kit boxes had structural damage as well as water damage. The box these kits were shipped in appears to have damage as well. These devices were never placed on the shelf. Photos were provided by hospital in related complaint tw # (B)(4). No patient involvement.